Event description:
It was reported that the pump exhibited a bubbled downstream occlusion. During physical inspection, it was found that there was a lifting downstream occlusion seal. There was no patient involvement, and no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a degraded downstream occlusion seal. As a result, the downstream occlusion seal was repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.